Event description:
Healthcare professional reported left side rupture at the time of explant. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in anterior side assessed as surgical damage. Migration: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device.

Event description:
Healthcare professional reported left side rupture at the time of explant. Device has been explanted.